Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, the balloon leaked. A cre wg 10-12mm/240cm/5.5 f/g balloon catheter had been advanced to an unspecified esophageal stricture. When the "suggested pressures" were reached, it was noticed that the balloon slowly leaked water. The procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complaint unit was not returned for analysis. Device history record review was performed and no issues were noted. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause of the reported complaint is determined to be operational context as it is probable the balloon leak occurred, due to contact with a sharp exterior source such as a calcified lesion.